Manufacturer narrative:
Block d2b: pro code: qrb block b3: exact date unknown, event occurred in approximately 2024 from date manufacturer was made aware. Additional suspects medical device component involved in the event: model number/catalog number: sc-2317-50 serial number: (B)(6) batch/lot number: 7075552 model/catalog description: infinion cx lead kit, 50cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318 batch/lot number: 28734959 model/catalog description: clik x anchor sterile kit unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the spinal cord stimulator leads had high impedances. The patient underwent a spinal cord stimulator leads and click anchor explant procedure. The patient was doing well and the explanted devices were not returned.